Manufacturer narrative:
(B)(6). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.

Event description:
It was reported that the syringe 3 ml ll 200 s/c experienced difficult plunger movement during use. The following information was provided by the initial reporter: material no. 309657, batch no. 8255618. This report represents all available product information. No additional information is available. Crm intake notes: description of issue: customer reported difficulty using plunger. Customer stated after filling syringe and needle with insulin from insulin vial, the plunger seemed to have gotten stuck then customer had the plunger become unstuck after pushing the plunger down. Customer stated insulin squirted out of the syringe and needle and then customer was able to successfully continue using the syringe and needle. Customer successfully filled cartridge with insulin and continued with load process successfully to resume insulin on pump. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. Number of occurrences: item number:0. Choose one: 3 ml syringe ¿ 309657. Product lot number: 8255618. For bd product only, are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: customer declined bd follow up for returning product. No further tandem follow up is required. Note: product category = needle/syringe issue."